Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a tfda user report which contained the following information related to the use of the abbott diabetes care (adc) device. A low glucose reading issue was experienced with the use of the abbott diabetes care (adc) device by a customer: per the report. ¿a low glucose alert occurred on may 6, 2026. However, when tested with a traditional blood glucose meter, the readings differed significantly, raising concerns about a potential issue with the medical device. ¿ furthermore, after 11 days of wear, a glucose reading by adc device sensor scan of 60mg/dl was compared to a blood glucose test result of 130mg/dl obtained after an unspecified amount of time on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. Additionally, the customer was reported to have had customer unspecified third-part treatment from someone other than themselves because of this issue, however that treatment was not indicated in the report. There was no report of death or permanent impairment associated with this event.